Manufacturer narrative:
An overlay comparison of the returned iol found that the lens meets current standards. In addition, a functional test was performed using a sample delivery device. The lens was loaded and delivered without difficulty. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. In the surgeon's opinion, the likely root cause of the event is due to weak zonules.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the akreos mi60lus intraocular lens. According to the surgeon during the attempted insertion of the lens into the patient's right eye, the capsule tore. There was loss of vitreous and a vitrectomy was performed. The original incision was enlarged in order to remove the lens and an li60ao intraocular lens was implanted successfully. According to the surgeon, the patient is recovering slowly, but is doing well.